Event description:
It was reported that staff advise patient line inserted for long term therapy. Patient presented for infusion therapy during which line noted to be leaking. Infusion stopped and line removed after medical review. Holes noted at 7 cm and 10 cm. Line inserted on (B)(6) 2024, right basilic vein, mark at skin 7 cm, skin to hub 17 cm. Line secured with transparent dressing, securacath retainer and histoacryl glue. Additional information on 07/16/2024: cm landmark: 7 cm mark at skin. Dressing technique: as per protocol. Aseptic kinks: none seen. Used for CT scan: potentially 1x CT scans, unable to confirm as there is no online documentation from CT. Cleaning product: chloraprep. Activities: nil known. Patient harm: no harm, patient needed a new PICC inserted to continue chemotherapy. This was inserted on (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 10cm mark on the catheter body. A second kink impression without split is seen at the 6cm mark. The split features were not consistent with identified failure modes and no specific evidence was seen during the investigation which supported a specific root cause for this event. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff advise patient line inserted for long term therapy. Patient presented for infusion therapy during which line noted to be leaking. Infusion stopped and line removed after medical review. Holes noted at 7cm and 10cm. Line inserted (B)(6) 2024, right basilic vein, mark at skin 7cm, skin to hub 17cm. Line secured with transparent dressing, securacath retainer and histoacryl glue. Additional information 07/16/2024: cm landmark: 7cm mark at skin, dressing technique: as per protocol, aseptic kinks: none seen. Used for CT scan: potentially 1x CT scans, unable to confirm as there is no online documentation from CT. Cleaning product: chloraprep. Activities: nil known. Patient harm: no harm, patient needed a new PICC inserted to continue chemotherapy. This was inserted (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.